Event description:
It was reported that pump screen was dark and would not begin charging despite being connected to known working charging equipment. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug pump into a confirmed working wall outlet using tandem charging cable and adapter, and to leave pump connected for at least 30 minutes to allow charging, but pump still did not turn on and customer declined further follow-up.